Event description:
From customer's report: 250cc nitroglycerin was hung on IV pump with the setting 3cc/hr at 10:30am. At 3 pm the amount infused was 200cc when it should have been 15cc. The pt had no ill effects, the blood pressure had remained stable. The correct tubing was used and applied to the pump correctly also. The pump was witnessed to administer a few drops as set on the machine then periodically it would free flow for about 5-10 seconds. There was no pt injury.